Event description:
It was reported that the pump's alarm sound was not annunciating. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 158 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the speaker issue could not be verified.